Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the motor cartridge was corroded.